Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old male being placed on impella cp required mechanical circulatory support. It was reported that the patient quickly decompensated just after the impella cp crossed the valve. Five (5) rounds of epinephrine were used to support the patient's blood pressure. The patient was taken to the or on impella cp for ECMO support. The physician left the impella cp in place as a ventricular vent. The impella cp was weaned and explanted from the patient, with plans to convert to vv ECMO.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.